Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow up report will be provided when the inspection results become available. (B)(4).

Event description:
As reported by the user facility ((B)(4)): fast flow. The diffuser installed on (B)(6) 2015 at 16:45. On (B)(6) at awakening, the patient dicovered that his diffuser was empty. It was disconnected at 9:30 instead of 14h45. Patient consequence: nothing particular.

Manufacturer narrative:
(B)(4). We received one used and empty easypump ii lt 100-50-s without packaging. The received sample was visually inspected. Damages were not detected. In as-received condition the white clamp was closed. The original wing cap was not handed over by the customer; the patient connector was not closed. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). Furthermore we detected solution (liquid) and crystallized drug residues at the lla-cone of the patient connector. The sample was filled up to the nominal value (100 ml) and a functional test, respectively a leak test, was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running). Leakages were not detected on the sample. Furthermore we tested the flow rate of the received sample. Nominal: 2 ml/h. Actual: 2.6 ml in 1 h; 5.3 ml in 2 hrs; 7.8 ml in 3 hrs. During the test of the flow rate we did not detect any leaks at the sample. The cause for the too fast flow could not be determined. We have informed our manufacturer accordingly. Statement: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. As received condition, clamp clip is closed and wing cap is not observed at the complaint sample. Big top cap is opened and discofix cap is removed. Observed solution and crystallized residue at cap valve. Clamp clip is released. Immediately observed flow of solution. No other deviation is observed. Analysis: as the complaint sample is contaminated with cytotoxic drug, flow rate test is unable to be done. Only patient end connector part of the sample (section a) is taken for further investigation. The rest of the sample has been destroyed. Section a consist of microbore tube, step down tube, glass tube and male luer lock. As flow rate for very slow flow rate article is mainly controlled by glass tube, fast flow rate failure is potentially due to bypass issue which is caused by insufficient/no curing of uv glue. Gluing and curing of uv glue for step down tube and glass tube connection is checked. Step down tube and glass tube connection for section a is observed with sufficient uv glue that was fully cured. No abnormality found. Based on the visual checking, it can be concluded that fast flow rate failure of complaint sample is not due to bypass issue. Justification: not judgable as further investigation (flow rate test) is unable to be done due to the complaint sample is contaminated with cytotoxic drug. Reviewed the device history record (DHR) and no abnormalities found during in process and final control inspection.